Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies found. Apparent explant damage was noted. The helix was able to be extended and retracted within specifications. (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4).

Event description:
It was reported, the lead had dislodged and fallen into the ventricle. During the revision procedure, the lead helix extension and retraction capabilities were compromised secondary to tissue ingrowth on the helix mechanism. The lead was explanted and replaced. No patient complications have been reported as a result of this event.